Manufacturer narrative:
Returned for evaluation was a never touch kit. A visual examination of the returned kit noted that although the seal wasn't opened, a tear was evident on the bottom of the pouch. Damage could be seen on the front and back of the pouch. Foreign material was noted on the back of the pouch in the area of the tear. The customer's reported complaint description of packaging damage is confirmed. A lot history records search revealed no quality related issues or manufacturing deficiencies at the time of packaging. During the packaging process the pouch receives multiple 100% visual inspection for damage. A possible contributing factor could have been handling damage after the device left the manufacturing facility. As observed during evaluation, the pouch material near the site of the tear contains ripples, indicated a pushing motion. Given the manner of the damage and the smudge of foreign material, it is possible the pouch fell on the floor, and was subsequently rolled over by chair. Although the exact root cause of the event can't be definitively determined, it does not appear to be the result of a manufacturing failure. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4). Device not returned to date.

Event description:
As reported to angiodynamics on (B)(6) 2017: when the medical facility was unpacking the devices received, it was noted the seal of the package was torn, compromising the sterility of the internal components. There was no patient involvement as the tear in the package seal was noted upon receipt of the device from the manufacturer. It was reported the disposable device is available for return to the manufacturer for a device evaluation.